Event description:
The facility rep reported an infusion pump that when powered on shuts itself off immediately during biomed testing. The hospital rep stated that there were no reports of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
A request for the return of the device has been made. Should the pump be received for evaluation, a follow up report will be filed upon completion of an evaluation, or if additional information becomes available.